Manufacturer narrative:
Due to the automated mes there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. Additional information was not received. If additional information is received at a later date that will alter the assignable cause, the investigation will be updated accordingly. An assignable cause of anticipated procedural complication will be assigned to the as reported event 'stenosis with stent deformation¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during 6th and 12th month follow-ups post procedure, fish-mouthing and narrowing of the subject flow diverting stent was observed. No further information is available.

Event description:
It was reported that during 6th and 12th month follow-ups post procedure, fish-mouthing and narrowing of the subject flow diverting stent was observed. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.